Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Expiration date - november 2022. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - doctor. Device manufacture date - 12/23/2017 ~ 12/25/2017. The actual device was returned to the manufacturing facility for evaluation. The actual sample was observed visually, a part of catheter was snapped off approximately 0.6mm away from its root. The damaged portion was closely observed under microscope, it appeared as it was sliced by a sharp object. It was punctured through by the inner-needle and stretched. We traced back and reviewed our manufacture inspection record of the same lot. As a result, no similar event was noted in the record, and also no similar event has ever been reported by other medical institutions. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a whole catheter was missing from the hub after withdrawing it from the patient. The catheter penetrated portion was x-rayed, but it was not visually confirmed. Therefore there was no further check-up on the patient.